Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual, functional and occlusion tests were performed, and a damaged downstream occlusion (dso) sensor/seal was found. The customer's problem was replicated. The cause of the problem was a damaged dso sensor/seal due to contamination and both were replaced to fix the issue.

Event description:
It was reported that there was a "attach/reattach" error. There was unknown patient involvement, and unknown signs or symptoms.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.